Manufacturer narrative:
A root cause for the reported system stop and a correlation between the device and the reported outcome could not be conclusively determined. Death is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The pump and lvad accessories will not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found expired at home with the system controller connected to batteries, but the lvad was off. It is unknown if the system controller had alarmed as there were no witnesses. The patient's family declined an autopsy. No further information was provided.